Event description:
This pt is a participant in a study and experienced this event post approval. Pt was withdrawn for an unk reason at 36 months. Prodisc-l was removed and pt was implanted dynesys at index level 4 years post implant. This report is #1 of 3 for the same event.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with our post-market experience. Determined that no investigation of the individual events is necessary based on comparison with approved device trends. Post study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.